Event description:
Customer alleges discrepant results with the meter compared to the lab for patient #1. Results as follows: date: (B)(6) 2011 (nurse is unsure of time between tests). Inratio = 1.2. Hospital = nurse unsure of the details (not her patient, she did not test) but states that result was initially a 5 but patient was retested and left the hospital with an inr of about 3. Patient's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.